Event description:
It was reported that the patient presented in the clinic after receiving an inappropriate shock due to noise. High pacing lead impedance was noted. No anomalies were seen via x-ray. The lead was capped and replaced.